Manufacturer narrative:
(B)(4). Device evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/26/2015).

Event description:
Consumer complaint of high blood test results. The customer declined to perform a blood test. The customer states her expected blood results range from 100 mg/dl to 150 mg/dl. Reviewed the last 5 blood results in the meter memory: (the customer had difficulty seeing date and time); 1: 297 mg/dl; 2: 269 mg/dl; 3: 151 mg/dl; 4: 152 mg/dl; 5: 517 mg/dl. No adverse event reported.